Event description:
Article: mechanical failure of plate breakage after open reduction and plate fixation of displaced midshaft clavicle fracture - a possible new risk factor: a case report; batash, ron; debi, ronen; grinberg, dan; shema, maayan; elbaz, avi; benedict, yeshalau; journal of medical case reports; (2109) 13:127. Case 1: patient's broken clavicle was plated with an acumed locking clavicle plate. Five weeks post op, the plate broke. It was explanted and a new longer plate implanted, along with a bone graft.